Manufacturer narrative:
Bg issues - (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level due to the charging issue. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received. In addition the customer reported experiencing a high blood glucose (bg) level that morning (368 mg/dl). Customer stated the suspected cause was unknown. The customer delivered a bolus via the pump to correct elevated bg level. The customer then reported experiencing a low bg level a few hours later (21 mg/dl). Customer stated the cause was unknown. Emergency medical services administered dex 50 glucose tablets to the customer to treat low bg. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.